Manufacturer narrative:
Frozen screen due to moisture damage on the electronics. Moisture damage was found on motor as well. Unable to verify low battery alarm, battery out limit or button/keypad unresponsive due to frozen screen. Pump received with cracked case at display window corner, battery tube threads, and minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that insulin pump experienced keypad anomaly. It was reported that customer was not able to clear low battery alarm and battery out limit alarm due to buttons not responding, customer's blood glucose was unknown. It was reported that insulin pump was exposed to moisture from rain. After troubleshooting, customer was advised that insulin pump would need to be replaced.